Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 461 mg/dl at the time of incident, 361 mg/dl, 289 mg/dl and around 400 mg/dl. The customer was having issues with leaky infusion set sites. The insulin pump will not be returned for analysis.